Event description:
Reportable based on investigation completed on (B)(4) 2013. It was reported that during a coronary stenting treatment procedure, crossing difficulties was encountered. The target lesion was located in an unspecified vessel. A 2.25x16mm promus element stent was advanced following predilation of an unspecified balloon catheter but failed to cross the target lesion. The procedure was not completed due to another reason. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: a visual and microscopic examination identified stent damage. The struts between the fourth row in from the distal end of the stent and the eleventh row were misaligned and this section of the stent was flattened. The tip of the device was damaged (jagged edges). The balloon of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The hypotube was kinked between 130mm and 160mm distal to the catheter's strain relief. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. Bsc ID (B)(4).